Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Patient was revised. Reason for revision was not provided.

Manufacturer narrative:
Update 01/03/2012 - litigation papers received. Added patients middle initial and date of birth. There is no new additional information that would affect the investigation. Update 1/13/2012 - clinical report states the patient was revised because of metallosis and loosening of the cup. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update: clinical report states the patient was revised because of metallosis and loosening of the cup.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.